Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2023-december -5th. H.6 investigation summary: material #: 367283. Lot/batch #: 23c26b1. Bd received 5 samples for investigation. The samples were evaluated by visual examination and functional testing, each used to draw 10 vacutainer tubes, and the indicated failure mode for sleeve leakage with the incident lot was not observed. Additionally, 8 retention samples from bd inventory were evaluated by visual examination and functional testing, each used to draw 10 vacutainer tubes, and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set that single incident of blood leakage occurred while switching tubes during collection. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. In this MDR, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. As dc us plainfield in is an OEM manufacturing site. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: k980414 and k991088.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set that single incident of blood leakage occurred while switching tubes during collection. No health impact or consequence reported.